Event description:
Event reported by a hosp. An inflation device was being used to inflate an angiplasty balloon within a coronary artery. The gauge needle did not move from zero, and an unknown amount of pressure was applied. The outcome was that the vessel was dissected. The pt condition now is fine.